Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Callback to customer on (B)(6) 2014: customer is not able to return suspect strips as they have been used up. Device will not be returned

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 412 mg/dl and 179 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.